Event description:
Healthcare professional reported "rupture" and "breast gland structures are disordered, with diffuse and enhanced echoes, uneven echoes, and alternating patchy low echoes and strip-shaped strong echoes" confirmed via ultrasound. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.